Event description:
This vented IV is used to administer various medications. There have been several complaints that the IV line separates from the bottom half of rubberized drip chamber-considered a hazard when administering chemotherapy.